Event description:
During a coil embolization procedure, the first orbit mini complex fill 2x2 coil (637mf0202/15227346) stretched during removal from the y-connector for re-sheathing, and the second orbit mini complex fill 2x2 coil (637mf0202/15379629) stretched during approaching the target aneurysm. During removal of the first coil, the y connector was opened sufficiently to remove the coil, and there was no damage on the coil introducer. During advancing of the second coil, there was no resistance between coil and microcatheter (mc), and an adequate continuous flush was maintained through the mc at all times. A balloon or stent remodeling product was not used during the procedure. After the event, both coils remained attached to the delivery systems. No further information was provided.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00475 and 1058196-2011-00476. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the first orbit mini complex fill 2x2 coil (637mf0202/15227346) stretched during removal from the y-connector for re-sheathing. The coil remained attached to the delivery system. During removal of the first coil, the y connector was opened sufficiently to remove the coil, and there was no damage on the coil introducer. The second orbit mini complex fill 2x2 coil (637mf0202/15379629) stretched during approaching the target aneurysm. During advancing of the second coil, there was no resistance between coil and microcatheter (mc), and an adequate continuous flush was maintained through the mc at all times. A balloon or stent remodeling product was not used during the procedure. After the event, the coil remained attached to the delivery systems. No further clinical or procedural information available regarding the stretched coil. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented a kinked. The introducer was received unzipped without damaged. The support coil and gripper were found outside of the introducer without any visual damage. The embolic coil was not received for analysis. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported stretched coil could not be evaluated since the coil was not returned. It was however reported that the device was removed with the coil still attached. The cause of the kinked found on the device could not be conclusively determined. Based on the limited procedural information and without the return of the device, no conclusion can be made regarding possible contributing factors. Neither the analysis nor the DHR suggest that the reported event is related to the manufacturing process. Additionally inspections are in place as to prevent this kind of failure from leaving the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00475 & 1058196-2011-00476.